Manufacturer narrative:
Fractured piece of the titanium hexed uniscrew (uniht) was returned for investigation inside osseotite® implant 4 x 13mm (oss413). Visual inspection of the as returned product identified that the implant is badly damaged from removal, and the external hex is worn down. The internal drive feature is confirmed to contain the reported screw (uniht), which was too badly damaged to be removed. Device was used for approximately 12 years. DHR review was completed for the subject lot number (1222207). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222207) for similar cause and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(screw fracture) or devices (uniht). Therefore, based on the evaluation, device malfunction (screw fracture) did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screw (uniht) fractured inside the implant. Implant was removed. Tooth location 20.